Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: on startup, alarming then shut off. Unit would intermittently boot properly. Sometimes would just alarm and have to be shut down. These times the status bar would not show up to indicate the software was loading. No patient involvement.

Event description:
The following was reported to hamilton medical ag: on startup, alarming then shut off. Unit would intermittently boot properly. Sometimes would just alarm and have to be shut down. These times the status bar would not show up to indicate the software was loading. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during start up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective esm board. After replacing the esm board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the esm board could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: on startup, alarming then shut off. Unit would intermittently boot properly. Sometimes would just alarm and have to be shut down. These times the status bar would not show up to indicate the software was loading. No patient involvement.